Event description:
The facility reported a colleague infusion pump with a malfunction of "multiple images on display." This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the pediatrics department. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a malfunction of "multiple images on display" was confirmed during product evaluation. The root cause of this condition was assigned to a faulty main display. The main display assembly was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.